Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that on (B)(6) medicine transplant floor the bi-fuse was broken at the y-site junction.

Event description:
It was reported that on 12 west tower general medicine transplant floor the bi-fuse was broken at the y-site junction.

Manufacturer narrative:
The customer report of a broken bifuse at the y connection (parallel connector) was confirmed. The separation was observed at the engagement between the exit port of the parallel connector and smallbore tubing components. Further inspection of the separated tubing end observed trace of solvent along with a solvent ring away from the tubing end. The root cause of the customer's report was not identified.